Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during displacement test due to high current motor draw. Insulin pump also had constant motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to constant motor error alarm. Insulin pump had minor scratches on lcd display window.

Event description:
Customer reported that the insulin pump alarmed motor error during rewind process. Customer does not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer does not use the sensor feature and is unable to rewind the pump. Nothing further reported.